Event description:
This less expensive brand of strips is providing results that are lower than actual sugars; giving pt false sense of control. These test strips are for use in another co's glucose meter and read low. Pt's glyco hgb (hgb a1c) was high (9.3) but this strip tests near normal. These strips read approx 2/3 of what another co's strips read. Rptr called the 800 number provided but got little satisfaction. The lady stated that the strips could be within 20% low and the other co's strips within 20% high, which was acceptable. She was not familiar with the glycosated hemoglobin test and did not understand the significance of rptr's results. She indicated that rptr could send in some strips for testing (at his expense) but gave no indication of any action after that. Rptr did not do so. (*)